Event description:
Pt admitted on (B)(6) 2015 for a suspected gib due to complaints of dizziness, confusion and lightheadedness. Hgb 5.4 at that time with an elevated inr. Multiple test were performed. Blood cultures positive. Pt placed on IV antibiotics. Tee performed was negative for vegetation. Despite IV antibiotics the pt remained febrile. Decision was made to exchange the lvad pump and cannulas as it was felt they had seeded with infection. The pt was taken to the operating room on (B)(6) 2015 for the lvad pump exchange. During the surgery the surgeon found purulent material around the outflow cannula and the inlet elbow. Surgery went well and the pt was taken to the ICU to recover.